Manufacturer narrative:
This report is a correction of errors in the initial submission under MFR report #: 2024022-2024-00001. First correction is in section d.3 the customer service email address is omitted. The second correction is in the initial report remedial action "repair" in section h.7 was selected incorrectly. There was no remedial action for this device; the action taken was to correct/repair only a single device.

Event description:
Wells johnson received a report (B)(6) medical center of (B)(6) that an infusion pump was increasing the flow rate during a procedure. The surgeon was able to finish the case without replacing the pump and didn't report any impact on the safety of the patient. The device was sent back for evaluation, and it was found that the potentiometer that controls flow rate malfunctioned, preventing the flow rate from being adjusted lower. The flow rate did not exceed the max flow rate according to unit specifications. The unit was repaired and sent back to the customer on (B)(6) 2024. This was an isolated incident that has not been observed in the last 2 years.